Manufacturer narrative:
Navilyst medical is still actively attempting to obtain info from the hospital regarding the device(s) used and the details of the event procedure, as well as working to determine if a sample is available for eval. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
Navilyst medical was notified by an attorney that a pt at (B)(6) hospital had died as a result of air being introduced during an emergency room arranged stent procedure. It was indicated that a navilyst medical manifold had been in use. Navilyst medical has made repeated attempts to obtain add'l info about the device which was used, the details of the procedure, and availability of a sample for eval, however no phone messages have been returned.